Event description:
The rptr stated that he did a back to back blood glucose test, within 10 minutes, using separate fingersticks, and got a reading of 41 and 77 mg/dl. He did not have any symptoms. His control solution test was in range 124 (97-145). During a follow-up session, the rptr stated that he had performed a morning fasting blood glucose test and got a reading of 40 mg/dl. He retested and got a result of 140 mg/dl. He stated that he had not compared the confirmation dot on the test strip to the color chart.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8